Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify rewind anomaly, failed battery alert and audio/vibrate anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump had failed battery test alarm. Customer stated that the insulin pump had no delivery alarm. Customer stated that the insulin pump did not giving no delivery alarm even the insulin pump was not delivering insulin. Insulin pump was slower during rewind. The insulin pump will not be returned for analysis.